Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.

Event description:
It was reported that during equipment testing conducted at the user facility the device ran without user activation after the trigger was released. The device was sent to stryker instruments for maintenance. During functional testing by a service technician at the manufacturer facility, it was found that the device was leaking and unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a substance was found to be coating the trigger shaft, which is the probable cause of the reported run on.

Event description:
It was reported that during equipment testing conducted at the user facility the device ran without user activation after the trigger was released. The device was sent to stryker instruments for maintenance. During functional testing by a service technician at the manufacturer facility, it was found that the device was leaking and unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.